Manufacturer narrative:
Device analysis for lead (B)(4) revealed no anomaly found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Product ID neu_stylet_acc, product type: accessory. Product ID neu_stylet_acc, product type: accessory. Product ID neu_stylet_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that during implant, the lead moved anteriorly. The hcp had dotted the epidural space with the curved needled and controlled the puncture with x-ray. The angle of the needle puncture was approximately 45 to 60 degrees. When trying to move the lead, the lead always went anteriorly off. The hcp tried several times and they event tried turning the needle, but the lead was always anterior. A new green stylet was tried, but the hcp could not get the stylet fully into the lead. There was approximately 6 cm of style left outside of the lead. The hcp then tried the white and blue stylet, but they had the same result. A new straight needle was tried, but the hcp got the same results. The hcp decided to use a open a new lead. The new lead worked without problems. The hcp had to change stylets with the new lead and there were no problems. The lead was able to be correctly positioned in t10/t11 after changing leads. After implant, the patient had good results and they were satisfied with stimulation. The issue was resolved at the time of this report. The patient's indication for use is neuropathic leg pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.